Manufacturer narrative:
(B)(4). Analysis results found no anomalies on the ins, and the lead was found to have the body cut through and the product was segmented.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. Product ID: 37092, lot# 287650001, implanted: (B)(6) 2011, product type: accessory. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Additional information stated the patient "had drainage off and on since implant, but never came in" to be seen prior to her emergency room visit. It was noted the "battery pocket never fully healed." It was noted the "device was returned for disposal only." It was also stated there was no patient death or patient injury.

Event description:
It was reported the patient's implantable neurostimulator (ins) was explanted due to an open pocket site. The physician stated "the patient had a little bit of drainage when post-operative bandages were removed at a follow-up appointment" after the initial implant. The physician reported he asked the patient to return in a week for follow-up, but the patient "never returned." On the day of report, the patient reported to the emergency room with "her battery pocket open" and "visualization of the ins." The patient was reported to have decided to remove the system entirely instead of moving the ins to a different location because "she was afraid that due to her diabetes and slow healing, the same thing would happen again." The physician was reported to have "performed an incision and drainage of the open pocket." The physician removed the "ins and the lead" and then sutured "both the spine and the battery pocket" "completely closed." It was reported the physician "was not requesting an analysis because the ins system was not faulty." The patient's physician was reported to have "felt that it was a combination of the patient's diabetes and non-compliance to follow up for treatment" that resulted in the open wound. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.